Event description:
It was reported by repair work order that the unit would drop down halfway and catch itself when used electrically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.